Manufacturer narrative:
The failure investigation has been completed and the wake button issue was verified. However, based on the analysis, the alleged issue bolus delivery issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 62 mg/dl. Reportedly, the cause of the low bg level was due to the customer not eating enough carbohydrates to compensate for the bolus she delivered. The customer stated there was no problem with the pump or the bolus calculation; she stated she simply did not eat enough carbohydrates and it was a miscalculation on her part. The customer drank orange juice to stabilize bg level. Additionally, it was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. The customer's was unable to provide a specific bg value. It was confirmed that the customer had an alternate method of insulin delivery available.